Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm unraveled when it was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During customer visit, (B)(6) provided me with "failed heartstring" stating "it became unraveled when they pulled it out". No patient information available.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history the device was returned to the factory for evaluation. A visual inspection was conducted. Evidence of clinical use and no signs of blood were observed. The delivery tube and the loading device were returned. The tension-spring assembly was returned inside the loading device. The slide lock on the delivery device was engaged and the plunger was not depressed. It was observed that the seal's outermost coil was unraveled. Based on the condition of the device as received, the reported complaint was confirmed for the reported failure mode "unraveled seal"

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm unraveled when it was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning during customer visit, or manager provided me with "failed heartstring" stating "it became unraveled when they pulled it out" no patient information available.